Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the lead, it was noted that the lead failed to fixate. The lead was not used and was replaced. The patient experienced no adverse events.